Event description:
(B)(4). Pt. States that the hospital used titanium screws in the elekta head frame instead of insulated screws, which caused the MRI machine to arc. Pt. Sustained 2nd degree burns x 2, eye swelling, and fluid around the eyes. Four screws caused 2nd degree burn (2). Forgot to use insulated screws, arcing.

Event description:
Second degree burn two locations from MRI before gamma knife surgery for trigeminal neuralgia. (B)(6).